Manufacturer narrative:
(B)(4). The customer reported that the device has no pacer function. No pt impact was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device has no pacer function. No pt impact was reported.